Event description:
It was reported that the patient was admitted to the hospital experiencing discomfort. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited incorrect interpretation of signal resulting in the delivery of inappropriate shocks. The ICD and rv lead was reprogrammed. There were no patient consequences.